Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who went to the emergency room (ER) on (B)(6) 2018 to find out they had a kidney infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss of therapeutic effect, was straining during urination, had weak flow, and had painful stimulation. The patient had gone through all four programs and had given each program at least a week to work. The patient had x-rays taken and everything looked good, and they had no falls or trauma. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they were having some issues with the stimulator. The patient noted that their programming was changed from program 1 to 3 on (B)(6) at the healthcare professional¿s (hcp) office. The patient stated that when sunday came around they started to feel a sharp shooting pain into vaginal area and thought it might have been a bladder infection. The patient noted that the test came back negative but they were still in pain. The patient stated that they visited a local hcp who did a bladder scan to make sure the patient wasn¿t having any bladder spasms. The patient noted that they turned stimulation off and then had no pain. The patient reported that it started gradually where they couldn¿t urinate and had to strain hard. The patient stated that it then started getting worse and worse. The patient was frustrated and went to a hcp who stated that the device shouldn¿t cause this much pain. The patient was not sure what to do and noted that they self-catheterize 4 times a day. The pati ent denied any trauma, falls, medical tests, electromagnetic interference, or environmental exposures. The patient was advised that they may have stimulation too high and was suggested to turn stimulation down to a point where it doesn¿t hurt and leave it there for 2-3 days to see if they get relief of symptoms. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported later that patient could still not urinate this past 2 days and had to catheter to urinate. Patient stated it was gotten progressively worsen where she did not feel if she had to urinate or not. Patient stated she has had it adjusted back winter time. Patient stated she changed programs herself but every program did not give her relief except the current one and that has effectively stopped working. Last changed a program 2 weeks ago. Patient was currently in 1 and would change to 2. The patient was directed to healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient reported complications" with device since implant 11-nov-2015. The patient reported she has been reprogrammed several times since implant (B)(6) 2015 but therapy was still not working. The patient reported she was frustrated with interstim therapy. The patient reported "weird twinges" in left foot reported since reprogramming (B)(6) 2017. Patient reported her left foot will move on its own. The patient was constantly getting urinary tract infections patient stated chronic since implant (B)(6) 2015.